Manufacturer narrative:
Added conclusion codes. It was noted that the evaluation codes were inadvertently omitted from the initial medwatch report.

Manufacturer narrative:
The event occurred at (B)(6). The patient age, gender, and weight were not provided. (B)(4). Approximate age of device ¿ 2 days. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that bleeding from the mediastinum occurred 2 days after implant. The patient was transfused with between 4 and 8 units of packed red blood cells. Reoperation was required. The cause of the bleeding was reported as being related to the pump implant. No further information was provided.